Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle two. The patient's ultrafiltration reading was 3245ml, indicating the home patient (hp) drained 3245ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be one or more cycle advances to the next fill when the drain was slow or not flowing, above the minimum drain volume threshold. If additional relevant information becomes available, a follow up report will be submitted.